Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. This issue reported was a fire occurred in the uninterruptable power supply (ups) in the control room. The fire was contained within the ups; there was smoke in the room and the fire department was dispatched. Based on the available information, this issue has been initially determined to be a reportable event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Manufacturer narrative:
Philips received a complaint indicating that on (B)(6) 2024, the uninterruptable power supply (ups) for the gemini tf pet/CT 16 had caught fire and was smoking. A 911 call was placed by the facility and the fire department was dispatched. The firemen traced smoke to a utility room which housed the ups; the smoke was thick in the utility room, and it was hard to visualize the unit. Power was cut to the unit via an emergency shut-off switch on the wall. No flame was visible; and no agent from a fire extinguisher was used on the ups. The fire was contained within the ups and did not spread to the walls of the utility room. There was a patient being scanned at the time of the event; the scan was completed successfully. There was no report of harm. The philips field service engineer (fse) visually evaluated the main chloride 80kva ups and confirmed there were charred components, and the ups was inoperable. The ups had been operating in by-pass mode, during which the power to the gemini tf 16 pet/CT system was supplied directly from the mains instead of a battery pack in the ups. There were no batteries in the ups at the time of the fire. The fse confirmed that periodic maintenance of the ups was not performed by the customer. The device had not been serviced in over six years. Chloride, vertiv and unified power were contacted to initiate a root cause investigation; however, none of these companies had records of ever servicing this ups. The ups was removed from the facility and disposed of after the incident and no root cause analysis was performed. Risk was evaluated for: thermal energy ¿ fire, flame, death, burn(s), including 1st, 2nd degree burns; thermal energy ¿smoke, breathing problems including nose/throat/lung irritant. And burning smell: damage to property; radiation effects. Per philips engineering: fire was contained within the body of the ups. As per the device master record (dmr), the ups is ul-1778 certified. The 80kva chloride ups was an option sold through philips with the gemini tf pet/CT system in 2010. However, philips did not manufacture, install, or service the ups. Chloride, vertiv and unified power were contacted to initiate a root cause investigation; however, none of these companies had records of ever servicing this ups. Periodic maintenance of the ups was not performed by the customer. The risk evaluation confirmed that this issue is not likely to result in death or serious injury. All potential risks and hazardous situations were considered to be acceptable. This issue has been determined not to be a reportable event.